Event description:
The ventricular assist device (vad) coordinator reported that the patient was seen in the clinic when he reported that he has been having some issues with his batteries. He stated that when he is connected to wall power at night with a fully charged battery connected on other side, he has noted that this one battery is showing 50% of the power in the morning. He has also noted that when the battery is connected to the controller with another battery, the controller toggles back and forth between the batteries. He has also had some difficulty making connections and does not always hear it click and that the battery consumption seems to be draining faster than normal. There were no alarms generated. The battery was taken out of service and replaced. The patient was re-educated about making proper connections. The patient was also instructed to monitor for any further battery issues, mark batteries and remove from service if he suspects abnormal activity. There was no adverse effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device has not been returned.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.